Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal intraocular lens was implanted and explanted due to cartridge split resulting in a scratched lens. No further information is available.

Manufacturer narrative:
Additional information: it was reported that the monofocal intraocular lens was implanted but later explanted due to a cartridge split that caused the lens to become scratched. Additional information indicated that the split cartridge was identified by the scrub nurse during handling. The nurse reloaded the lens into a different cartridge, unaware that the original split tip had scratched the lens. The scratched lens was subsequently implanted but had to be removed from the eye during the same procedure. The cartridge split was believed to be at the tip. Although the split was noticed by the scrub nurse during handling, the scratch on the lens was only identified after the lens had been fully inserted into the eye. The lens was then removed and the procedure was completed successfully using a backup product. There was no user error involved, and no patient injury occurred. The scratched lens was carefully cut in half with micro-scissors and removed from the eye. It is not available for return. No further information is available. Section e1: initial reporter email address: (B)(6). Section h6: device code 1135 - crack: updated from cartridge crack to cartridge tip cracked/damaged device evaluation: product evaluation was not performed because the product has not been received. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.